Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the threads were stripped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the battery cap and cartridge cap were not returned. A test battery cap and test cartridge cap were used to complete investigation. The battery compartment threads are not stripped. The test battery cap attached to the pump with no issues. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.